Event description:
Shoprider 6 runner 14" hd shutdown while in use on a hydraulic lift and started rolling backwards while suspended 4-5' (base to ground) entering service vehicle (bus). Other problems reported prior with one or both wheels (transaxles) spinning causing minor accidents in home. Medicare stated, max capacity weight manual stated 350 number. Serviceman phoned in by provider talked with mfg tech, who stated weight at delivery = 420 number. Mfg changed specs on website to reflect max weight at 450 number. Second medicare durable med equipment complaint sent. Both listed as finished per phone. Received letter on 8/13/2008 sending to benefit intensity unit. Medicare instructed to apply for next classification of vhd for 451 number increase. Provider mfg did not ship proper or allow for any grade - zero degree - no safety - machine shut down - overweight limit ( must take zero degree's into consideration!) Was represented as new with elevated leg rest (option). Dates of use: 2007 - current. Diagnosis or reason for use: osteoarthritis, obesity, hypertension, and fibromyalgia.